Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component 50/44 j on (B)(6) 2007. The patient was revised on (B)(6) 2010 due to unknown reasons.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should add'l info become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer's reference number of this file is (B)(4).